Event description:
The patient was having pain at the implant site. The doctor told the patient there might be a little leak, so they would ¿put on blood patches and make it heal up¿. After about a week, the patient was feeling a knot protruding from his spine about the size of a grape. The doctor ¿pulled out a syringe of yellow stuff like puss and then did a blood test¿. While he was lying in the room, his blood pressure went over 200. The patient waited for his blood pressure to go down and the doctor helped the patient get home. This occurred about 1.5 months prior to this report. Two weeks after that, the knot had not gone away. The doctor did another blood patch and drained it again. It was painful and the patient was not on any medication that time and there were two syringes and it was not yellow it was gray. The patient waited another two weeks and it got bigger and bigger. The patient had had two blood patches and they didn¿t work. The patient was then told that he would have to go back to surgery to replace the catheter. The catheter was revised. The device system was initially delivering fentanyl and was changed to methadone and ¿something else¿ for his neuropathy about one week after implant. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient experienced no pain relief and swelling. There was a dislodgement/migration of the distal (spinal) catheter segment. The incision was opened and the catheter was found loose. The spinal segment was replaced. The patient recovered without permanent impairment, but it was noted there was never an improvement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding a patient receiving fentanyl, unknown drug, and methadone 20mg/ml at a dose of 10. The lot numbers were unknown. The indications for use were radicular pain syndrome (radiculopathies) and spinal pain. The catheter came loose (B)(6) 2014, and the hcp fixed and repaired it. They tried a blood patch and then tried to repair (the knot where the medicine wasn't going into the spine) it was one huge issue of seroma that bubbled right after surgery in (B)(6) 2014. The patient had soreness and was real sensitive. The patient was told to wait, and the seroma got bigger. They did an x-ray under the scope and did a blood patch over it. They waited another 2-4 weeks, and it did not stop. They went in and reinstalled the catheter in deep into the spinal cord and told the patient to go home not move around, lift, or bend. The patient followed the activity restrictions per his hcp. The hcp took out the excess volume (seroma bubble) and then sent patient home and let the blood patch heal. It did not, and the bubble came back. The patient had the catheter reinserted on (B)(6) 2015. The catheter area got sore right after surgery, and he thought they did the blood patch. The patient did not recall when. It was noted that the patient stated he was (B)(6) years old, and it was not an easy task to take this stuff (meaning his prescriptions); he could recall the events but not the sequence of when they occurred. The patient did not know if the blood patch was first, or the catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received from a consumer reported that the patient¿s hcp had already gotten him ¿squared away,¿ and had him on track with a new regimen.